Event description:
The customer reported that the avalon fm30 fetal monitor displayed a valid fetal heart rate although there was a lack of fetal cardiac activity. The device was in use at the time of the reported event. A stillbirth occurred.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the avalon fm30 fetal monitor indicating that during a normal childbirth with no known risks, the fetus passed away. During the course of labor and delivery, which lasted several hours, there were some interruptions in the fetal heart rate (fhr). Later, there was no heart rate detected at all, which was not noted by staff for approximately 90 minutes. The midwife reported the fetal heart rate was repeatedly visible on the device and the chart. The printout from the event reveals the fhr was visible until around 3:45am, even though it was interrupted by fhr signal loss or coincidence verification, displayed in the alarm logs. The valid signal always reappeared. After 3:45am, there were longer periods of time with no recorded signal. At 5:20am, fetal death was detected during childbirth. The autopsy is pending, and further information is unavailable at this time due to it being sealed. The errors described by the customer could not be reconstructed by the distributor. A good faith effort (gfe) was performed to ask for logs or strips of the fetal and maternal heart rates for investigation purposes, and it was provided that all devices and recordings are still kept under lock and key by the public prosecutor, so philips has no access to carry out further evaluations. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Due to the lack of available information, the exact cause for the reported issue remains unknown, and a malfunction of the device cannot be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Corrected reporting institution name and address: hirslanden andreasklinik, rigistrasse 1, 6330 cham, switzerland corrected reporting institution phone number: (B)(6) corrected reporter phone number: (B)(6) h3 other text : device is locked by public prosecutor and not available for evaluation.